Event description:
The catheter was inserted into basilica vein. After infusion on (B) (4) 2008, the pt found the catheter broken near the oval disk.

Manufacturer narrative:
Additional info has been requested. One used unit was received on 14 july 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4)